Manufacturer narrative:
(B)(4). The batch review stated that exception issues were noted during manufacturing for a possible hole in the tubing. A product nonconformance was associated with this manufacturing batch. Root cause investigation indicated an equipment malfunction, in which corrective action was taken to adjust the equipment to meet specification requirements. The affected product for possible hole in tubing was rejected per routine procedures and 100% visually inspected. The product re-inspections met quality requirements.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 2 of 4. Gts assisted, the home patient (hp) to recycle the hc and explain the alarm. Gts informed the hp to start over using new supplies. During follow up, the hp's wife stated they did not know how air might have gotten in the line. The hp's wife stated that they did notify the nurse of the alarm. The writer spoke with the home patient's (hp) wife on (B)(6) 2010 regarding the reported problem. The hp's wife stated, they did not know how air might have gotten in the line. They did not notice anything unusual with the supplies. There was no patient injury or medical intervention. The hp's wife stated, they had a little trouble with the programming on the machine after but that it was all worked out and they were resuming therapy without complications.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).